Manufacturer narrative:
Manufacturing evaluation was performed. The report states that three screw pieces were returned for evaluation. One section is the head end of a screw measuring 41mm. The other 2 pieces are the tip end of screws measuring 28mm and 34mm. The head end has discoloration, scratches around the drive and the threads near the break point have extensive damage. The 2 tip pieces also have discoloration and extensive thread damage near the break point. The 2 tip pieces also have marks/wear around the flutes. The thread profile, thread minor diameter (ø4.24, ø4.24 & ø4.24) and thread major diameter (ø4.82, ø4.81 & ø4.83) were all checked at thread sections without damage and no issues were found. Since all relevant features could not be checked in their entirety due to damage this complaint is indeterminate from a manufacturing standpoint.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown x-ray date. (B)(4). Investigation could not be completed and no conclusion could be drawn as not lot number was provided. The device has been returned by the facility and the product is entering the complaint system. Corrected data: changed to adverse event; changed to required intervention. Placeholder.

Manufacturer narrative:
The device was evaluated by engineer and the report states that three fragments of 5.0 ti locking screws with t25 stardrive recess, for im nails (p/n: 04.005.526 / lot# unknown) were received. One piece is 41 mm long and contains the proximal head of the screw, and the other two pieces contain the distal tip of the screw and are 34 mm and 28 mm in length. The screw fragments appear to be from three separate screws. For the fragment containing the head, the threads near the fracture are significantly damaged and there are scratches present around the drive recess. The other two fragments both have damage to the threads around the fractured point and there are wear marks and gouges on the distal tips. Three fragments of 5.0 ti locking screws with t25 stardrive recess, for im nails (p/n: 04.005.526) were returned with a complaint category of ¿broke post-operative¿. The locking screws were used as part of a femoral nailing procedure to lock the femoral nail and prevent movement. This information is provided per the ti cannulated lateral entry femoral nail technique guide j6133-c. The returned implant was manufactured in an unknown location on an unknown date. A review of the most current revision of the design drawings (04.005.516 rev. F) was performed and no changes have been made. The screws are designed to secure both the distal and proximal portions of a femoral nail to prevent movement. Insertion of the screws into the femoral nail is a very technique critical procedure, and due to a lack of information regarding the original surgery and the absence of x-rays we cannot determine if these screws were implanted correctly. Therefore, this complaint is indeterminate from a design perspective. Due to the technique dependence of the implantation of femoral nails and locking screws and due to the lack of information regarding the original procedure, including x-rays, the chu engineer is unable to determine the cause of this complaint condition. Therefore, this complaint is indeterminate from a design perspective.

Event description:
Complaint handling unit received a user facility report for medwatch numbered (B)(4) via standard mail on (B)(6) 2014. Corrected and additional information will be provided. This is report 1 of 1 for complaint (B)(4).